Event description:
It was reported that the customer was hospitalized with dka. Additionally, the customer had an infection and a high count of white blood cells. The troubleshooting indicated the device was working properly. Explained the rule of changing the infusion set after two consecutive high blood sugar readings. Sent a tubing clamp and instruction to callback for further troubleshooting when it it received.